Event description:
Per the clinic, the patient experienced a history of hall which resulted to dizziness and imbalance issue and fluctualiting impedance. Re-programming attempts did not resolve the issue. Subsequently, the patient was administered with steroids (specific date, duration and type not reported) in order to stabilize the impedances. The issue reoccurred when the patient went off-steroid. Clinical management of the patient is ongoing. The implanted device remains.